Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to working wall outlets using standard charging cable and wall adapter, and pump did not recognize charging connection after being left plugged in for an extended period. There was no adverse impact to the customer¿s blood glucose level. Customer tried different wall adapters without success, then changed to different charging cable, after which pump began charging using tandem cable and wall adapter, and no further assistance was required.